Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with a false air in line alarm was discovered and confirmed by a baxter service technician. This condition was caused by the pump's air in line printed circuit board failure. The pumphead was replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The condition a colleague infusion pump with an air alarm and no air in tubing was discovered by baxter personnel. This event was a false air in line alarm. This occurred in product analysis lab during testing. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.